Event description:
Additional information was received from the physician who stated that the patient experiences a continued four to eight seizures per month. The patient had the seizure in (B)(6) 2012 and the patient reports numbness on (B)(6) 2012 and (B)(6) 2013. However, it was reported that both the increase in seizures and change in seizure pattern were not related to vns. In regards to interventions, the physician stated that there was no injury and that the vns settings were increased on (B)(6) 2013 to 3.5ma output current. There is no relationship between the increase in seizure frequency to pre-vns baseline levels and the patient does not have multiple seizure types. The increased seizures and change in seizure pattern are not related to vns programming per the physician. Clinic notes dated (B)(6) 2013 state that the patient has had no problems with medications or with vns. The patient's last settings from (B)(6) 2013 were provided as 3.5ma output current, 20hz signal frequency, 250 micro seconds pulsewidth, 30 seconds on time, 5.0 minutes off time, 3.5ma magnet output current, 60 seconds magnet on time, and 500 microseconds magnet pulsewidth. No diagnostic information was provided.

Event description:
Clinic notes dated (B)(6) 2012 state that the patient was seen for follow-up in regards to her intractable generalized tonic-clonic and partial seizures. The patient's medications were listed and it was stated that she quit one medication. It was then noted that the patient has had an increasing number of seizures. Notes dated (B)(6) 2012 indicate that the patient's seizures appear to be increasing in severity, but still only happen a few times a month. However, further in the notes the physician reiterates that the patient has had an increasing number of seizures. It was stated that the patient's medication levels would be checked to determine if any doses should be changed. On (B)(6) 2012, the patient was seen again and it was stated in clinic notes that she was doing good. Per the notes, the patient's seizures continue at about four to eight per month and that the current frequency has been stable over the last several years. The patient continues on the same medications and it is stated that the patient's epilepsy has improved; however, there are still breakthrough seizures. It is unknown what the relationship of these increased seizure events and increased seizure intensity are to vns therapy. It is also unknown what the relationship of the increased frequency is to pre-vns levels. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.

Event description:
On (B)(6) 2012 the physician's office stated that the patient was scheduled for a visit in march and to follow up after this time. Additional attempts for information have been made; however, they have been unsuccessful. No additional information has been provided.

Manufacturer narrative:
(B)(4). Outcomes attributed to adverse event (check all that apply). (B)(4)